Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were taken to emergency room due to high blood glucose on (B)(6) 2019 at 5 pm. The customer¿s blood glucose level was 492 mg/dl at the time of hospitalization. The customer also suffered from chest pain which lead to hospitalization. The customer treated with insulin pump, intravenous fluid, electrocardiogram and other testing. Customer declined to perform a carelink upload. The customer also experienced low blood glucose of 39 mg/dl on (B)(6) 2019. The customer treat low blood glucose with food. The customer declined troubleshooting for high blood glucose value and low blood glucose. The insulin pump will not be returned for analysis.